Event description:
Reportedly, during a follow-up performed on (B)(6) 2018 in the afternoon, a high rv coil continuity measurement (above 3000 ohms) was performed. Several rv coil continuity measurements, all within normal range, were performed in the evening and on (B)(6) 2018.

Manufacturer narrative:
A re-intervention was performed on (B)(6) 2019 due to loss of pacing and sensing. During the procedure, the leads were tested with a pacing system analyzer and no anomaly was observed. The subject ICD was explanted. Please refer to the mdrs with MFR number 1000165971-2019-00379 for return device analysis.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018 in the afternoon, a high rv coil continuity measurement (above 3000 ohms) was performed. Several rv coil continuity measurements, all within normal range, were performed in the evening and on (B)(6) 2018.